Manufacturer narrative:
Conclusion: dip switches were set to the appropriate setting for the hosp.

Event description:
It was reported by service report that the zone control won't alert nurses. It is unk if there was pt involvement or if there are adverse consequences to report.